Event description:
It was reported, that the pump would not deliver. It is unknown, if there was patient involvement. No adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available. B3: unknown. No information has been provided to date.

Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the product was used, not in its original packaging and decontaminated. The lens was scratched, the separator was missing, the latch lock was bent, and the dso seal was worn. Functional testing was performed but the reported issue could not be replicated. The root cause was suspected to be the expulsor. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(4).